Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by the manufacturer's service technician, and the customer's complaint was confirmed. During the evaluation it was not that the device's proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The manufacturer's service technician replaced the proportional valve and 3-way solenoid valve to address the issue. The manufacturer's service technician re-performed the active exhalation verification test step and failed on the device. The manufacturer¿s service technician re-evaluated the device and determined there was an inefficient power coming from the capacitor. In conclusion, the device's capacitor and chase plate needs replaced to address the issue. The customer will be replacing the capacitor and chase plate to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.